Manufacturer narrative:
Sanofi company comment dated 23-jan-2019. This case concerns a female patient who experienced toxic synovitis after synvisc. Based on the available information, pharmacological plausibility can be established between the event and suspect product. However, more information regarding patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Toxic synovitis left knee [toxic synovitis] ([knee swelling], [knee pain], [edema knees], [injection site joint movement impairment], [discomfort in joints], [knee effusion]) chondromalacia, grade 3 posterior patella, left knee. [Chondromalacia of patella] difficulty with weightbearing [weight bearing difficulty]. Fever [fever], chills [chills]. Case narrative: initial information received on 17-jan-2019 regarding an unsolicited valid serious legal case received from a other health professional. This case involves a (B)(6) female patient (157.4 cm) who experienced toxic synovitis, left knee, chondromalacia, grade 3 posterior patella, left knee, difficulty with weightbearing, fever, chills, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included ear pain, drug hypersensitivity, drug hypersensitivity with event of seizure on allergy with demerol, propofol, codeine; seizure, cystitis interstitial, irritable bowel syndrome, headache, cholecystectomy, appendicectomy, hysterectomy and drug hypersensitivity with rash with penicillin allergy. Concurrent conditions include type 1 diabetes mellitus, hypoglycemia. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included amoxicillin; ketorolac tromethamine (toradol); hydrocodone; promethazine (phenergan); alprazolam (xanax); pentosan polysulfate sodium (elmiron); allopurinol (elavil); topiramate (topamax); lubiprostone (amitiza); amitriptyline hydrochloride; rizatriptan benzoate (maxalt); naproxen and esomeprazole sodium (nexium), duramorph, marcaine (bupivacaine). In (B)(6) 2017, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular route (dosage, frequency, lot number- unknown) for unknown indication. On an unknown date in (B)(6) 2017, the patient developed an event of toxic synovitis, left knee (synovitis) with symptom of some pain in her left knee/inability with control of the pain/ quality of pain is described as pressure, tingling, throbbing (arthralgia), knee started swelling a little bit more (joint swelling), lle edema (oedema peripheral), knee discomfort (discomfort in joints) difficulty moving her knee (injection site joint movement impairment) after 1 week of use of hylan g-f 20 and sodium hyaluronate. The patient was given oral steroid to see if that help for some pain and discomfort. The patient had also been taking amoxicillin for earache that seemed to help with her knee as well. The patient tried to work that week and had not gotten better. The patient had physical examination on her visit to the emergency department and her vital signs were normal. On an unknown date, after unknown latency, the patient had painful effusion, left knee (joint effusion), after the use of hylan g-f 20 and sodium hyaluronate and patient had knee aspiration for it. On aspiration of the knee, she had a yellowish fluid, that was slight cloudy in nature, but was not obviously grossly contaminated. The patient had blood cultures and knee-ray and rested quietly in the emergency room. On an unknown date, after unknown latency, the patient had difficulty with weightbearing (weight bearing difficulty), fever (pyrexia), chills, following the use of hylan g-f 20 and sodium hyaluronate. On (B)(6) "2019", the patient had postoperative chondromalacia, grade 3 posterior patella, left knee (patellofemoral pain syndrome) after the use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was difficulty moving her knee, mild chills, mild fever, difficulty with weightbearing, chondromalacia, grade 3 posterior patella, left knee, painful effusion, left knee and toxic synovitis left knee. Corrective treatment: knee aspiration for painful effusion, left knee; arthroscopic assisted synovectomy, chondroplasty posterior patella left knee for toxic synovitis; oral steroid to see if that help for some pain and discomfort. Outcome- unknown for all events. Seriousness criteria- intervention required for toxic synovitis, left knee.

Event description:
Chondromalacia, grade 3 posterior patella, left knee. [Chondromalacia of patella] . Toxic synovitis left knee [toxic synovitis] ([knee pain], [knee swelling], [edema knees], [injection site joint movement impairment], [knee effusion], [discomfort in joints]). Difficulty with weightbearing [weight bearing difficulty] . Fever [fever] . Chills [chills] . Case narrative: initial information received on 17-jan-2019 regarding an unsolicited valid serious legal case received from a other health professional. This case involves a 37 years old female patient (157.4 cm) who experienced toxic synovitis left knee, chondromalacia, grade 3 posterior patella, left knee, difficulty with weightbearing, fever, chills, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included ear pain, drug hypersensitivity, drug hypersensitivity with event of seizure on allergy with demerol, propofol, codeine; seizure, cystitis interstitial, irritable bowel syndrome, headache, cholecystectomy, appendicectomy, hysterectomy and drug hypersensitivity with rash with penicillin allergy. Concurrent conditions include type 1 diabetes mellitus, hypoglycemia. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included amoxicillin; ketorolac tromethamine (toradol); hydrocodone; promethazine (phenergan); alprazolam (xanax); pentosan polysulfate sodium (elmiron); allopurinol (elavil); topiramate (topamax); lubiprostone (amitiza); amitriptyline hydrochloride; rizatriptan benzoate (maxalt); naproxen and esomeprazole sodium (nexium), duramorph, marcaine (bupivacaine). In december 2017, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular route (dosage, frequency, lot number- unknown) for unknown indication. On an unknown date in dec-2017, the patient developed an event of toxic synovitis left knee (synovitis) with symptom of some pain in her left knee/inability with control of the pain/ quality of pain is described as pressure, tingling, throbbing (arthralgia), knee started swelling a little bit more (joint swelling), lle edema (oedema peripheral), knee started swelling a little bit more (joint swelling), knee discomfort (discomfort in joints) difficulty moving her knee (injection site joint movement impairment) after 1 week of use of hylan g-f 20 and sodium hyaluronate. The patient was given oral steroid to see if that help for some pain and discomfort. The patient had also been taking amoxicillin for earache that seemed to help with her knee as well. The patient tried to work that week and had not gotten better. The patient had physical examination on her visit to the emergency department and her vital signs were normal. On an unknown date, after unknown latency, the patient had painful effusion, left knee (joint effusion), after the use of hylan g-f 20 and sodium hyaluronate and patient had knee aspiration for it. On aspiration of the knee, she had a yellowish fluid, that was slight cloudy in nature, but was not obviously grossly contaminated. The patient had blood cultures and knee -ray and rested quietly in the emergency room. On an unknown date, after unknown latency, the patient had difficulty with weightbearing (weight bearing difficulty), fever (pyrexia), chills, following the use of hylan g-f 20 and sodium hyaluronate. On (B)(6) 2019, the patient had postoperative chondromalacia, grade 3 posterior patella, left knee (patellofemoral pain syndrome) after the use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was difficulty moving her knee, mild chills, mild fever, difficulty with weightbearing, chondromalacia, grade 3 posterior patella, left knee, painful effusion, left knee and toxic synovitis left knee. Corrective treatment- knee aspiration for painful effusion, left knee; arthroscopic assisted synovectomy, chondroplasty posterior patella left knee for toxic synovitis; oral steroid to see if that help for some pain and discomfort. Outcome- unknown for all events. Seriousness criteria- intervention required for toxic synovitis left knee. A product technical complaint (ptc) was initiated on(B)(6) 2019 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on 17-jan-2019 from lawyer. No new information received. Additional information was received on 25-jan-2019. Global ptc number and its results were added. Text amended accordingly. Local comments: report scheduled with delay after case completion due to aegis roll out report scheduling issue